Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. Patient reported therapy was working great but then all of a sudden patient started experiencing frequency and urgency. Patient said the first day of her return of symptoms she didn't think too much of it because she had been drinking lots of water but by second day she was starting to think it was odd. Patient increased stimulation from 3.7 to 4 v. Patient only has access to current program so she doesn't see program number, pt confirmed she had programmer replaced and had not yet had additional programs added to the programmer. It was reviewed the other programs will need to be added to the programmer at the doctor¿s office. No further complications were reported or are anticipated.